Event description:
Reportedly, during a real time test performed in ddd mode at 60 min-1, the pacing rate was observed to be around 31 min -1. In addition, an analysis is requested for the v burst episode recorded in device memory (dated (B)(6) 2015). Note that the patient is device-dependent. Preliminary analysis of available data showed that the reported behavior was due to programmer software management of tests configuration and display, leading to an inconsistency in test result printout and display, in the very specific conditions.

Event description:
Reportedly, during a real time test performed in ddd mode at 60 min-1, the pacing rate was observed to be around 31 min -1. In addition, an analysis is requested for the v burst episode recorded in device memory (dated (B)(6) 2015). Note that the patient is device-dependent. Preliminary analysis of available data showed that the reported behavior was due to programmer software management of tests configuration and display, leading to an inconsistency in test result printout and display, in the very specific conditions.